Manufacturer narrative:
Updated fields: d4 (UDI#), d9, g3, g6, h2, h3, h6, h11. The cryosolutions 4pk cartridge was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. Definitive root cause cannot be determined. The issue of gas escaping may result from a damaged/worn o-ring or incomplete installation of a cartridge. Cartridges must be installed quickly and completely. Always use protective gloves when installing cartridges. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported that when the user connected a new cartridge/4pk cryosolutions cartridge (33517) to the cryosolutions pen, it started to spill out. It was reported that there was no patient injury, death or surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.